Event description:
Surgeon advised that the pt alleges having an allergy to a silk suture used to repair a leakage of and accessory duct following gallbladder reapir in 2001. The pt alleges multiple and continued/ permanent adverse reactions to the device. The specific [ermanent reaction was not provided.